Manufacturer narrative:
A sunrise medical customer service supervisor inquired with the dealer (B)(6) about the injury claim and this current complaint. (B)(6) stated that the end user claimed the alleged injury occurred approximately 6 to 9 months prior. (B)(6) also reported, and was previously not aware of, that the end user had a large piece of wood fastened to the footplate as she stated she needed it to protrude further out than the footplate so she can rest her cast. This is not a proper method of making the necessary adjustments to the chair to accommodate her leg injury and is considered a liability. The end user also stated to the dealer that her recovery lasted 6 months and is no longer in a cast. The end user is currently requesting from the dealer to have her chair serviced for the front casters and forks. This issue is unrelated to the injury claim. Sunrise medical has decided to file this MDR since the end user claimed there was a serious injury from nearly 9 months ago, that neither the dealer nor sunrise medical was made aware of. It is not possible to determine if a malfunction or defect caused or contributed to the injury since the incident occurred so long ago and the chair was not made accessible for a full evaluation. Sunrise medical has deemed the injury incident as an accidental fall and has closed this case.

Event description:
Dealer (B)(6) stated end user advised him on (B)(6) 2017 that she had fallen out of her chair several times. She claims she broke her leg as a result of one of the falls. (B)(6) stated that he was not aware of any problems with the chair tipping forward. There is no history of any rmas (returns) and the only parts order recorded was from (B)(6) 2017 as a regular service call. The dealer was not advised by the end user of any adverse event at that time. (B)(6) also stated the end user does not use the positioning belt that was ordered with the chair.